Event description:
The pt reported not being able to adjust stimulation. A power on reset (por) condition was noted and a "call your doctor" icon message was seen on the pt's implantable neurostimulator (ins). The por condition was cleared with the assistance of the MFR rep. Add'l info has been requested, but was not available as of the date of this report. A follow up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).